Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the meter got damaged. Customer's mother mentioned the customer was hospitalized for diabetic ketoacidosis. Customer had high ketones. Customer started projectile vomiting and was not feeling well. Customer's blood glucose was 339 mg/dl. Customer was wearing the device at time of the emergency room visit. Customer will not be returning the device for analysis.